Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the water trap glass had broken. The cse replaced the water trap and verified the functionality of the system vacuum. The cause of the glass breaking with the lid and causing a laceration was a malfunction of the water trap. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur xp instrument sustained a laceration to the hand while performing the monthly cleaning procedure. The operator was removing the lid of the water trap, and a piece of glass broke off with the lid, cutting his hand. The operator was sent to an emergency room for treatment. The operator received ten stitches in his thumb and was prescribed an antibiotic and, as a precaution against bloodborne pathogens, a nucleotide reverse transcriptase inhibitor (combivir).